Manufacturer narrative:
(B)(4);no additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement of greater than 200 ohms. The patient was brought in for evaluation where most vectors were found to have in range shock impedance measurements. However when tested coil to coil the shock impedance was high and out of range at 147 ohms. Boston scientific technical services (ts) was contacted and discussed programming options. Non-invasive programmed stimulation (nips) was suggested if reprogramming occurred. The field representative noted that the physician left the device programmed to triad configuration and will monitor the patient. No further tests were performed. The right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) remain in service. No adverse patient effects were reported.